Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible because a valid lot number was not provided. All information reasonably known as of 21 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that during the procedure, all four t fasteners failed. Another kit was opened to use the t-fasteners and complete the procedure. The procedure was performed under local anesthesia. No injury to the patient. No further information provided.